Event description:
A 3.5mm diameter x 12mm length medtronic ave gfx2 stent was inserted into the right coronary artery after predilation of the totally occluded vessel with a 3.0mm diameter percutaneous transluminal coronary angioplasty balloon. It was not possible to cross the target lesion; therefore, the stent and delivery system were pulled back from the target lesion, when the stent dislodged from the stent delivery system balloon. The dislodged stent was snared from the coronary artery, successfully. Another attempt to cross the target lesion with a 2.5mm diameter stent was also unsuccessful. The pt suffered a "controlled infarction. There was no add'l clinical sequelae reported relative to the event.